Event description:
It was reported that approximately one week after a routine competitor device upgrade procedure, the patient presented to the clinic with an alert for high voltage lead impedance (hvli) >200 ohms. The physician opened the pocket, unscrewed the setscrew, re-inserted the lead and visually verified that the lead pin was all the way into the connector block. The pocket was closed and all hvli measurements tested normal. The following morning the hvli was >200 ohms again. The alert was cleared and the right ventricular (rv) lead remains in use. The rv lead will be monitored and re-tested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).